Event description:
It was reported that during patient use, the autopulse platform performed 3 compressions and then stopped. The lifeband was unable to retract after the third time. No user advisory or warning messages were displayed on the lcd display. Information regarding the patient was not provided, however no adverse patient sequelae was reported. No further details are available.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the following was observed: the front enclosure was damaged and the battery lock clip was bent. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and the reported complaint of the platform performing 3 compressions and then stopping could not be duplicated. The platform was run with a test mannequinn for 15 minutes and an additional 5 minutes using a large resuscitation test fixture, with no issues observed. The platform performed as intended during functional testing. A review of the archive was performed and multiple user advisory 7 (discrepancy between load 1 and load 2 too large), user advisory 2 (compression tracking error) and user advisory 12 (lifeband not present) codes were observed on the reported event date, thus confirming the reported complaint. There were no issues observed with the platform during its evaluation that may have caused or contributed to the observed codes. For the ua 2 and ua 7 codes, load cell characterization was performed and found that the load cells were functioning within specification. Since no device issues were observed, the cause of the ua 2 and ua 7 codes was likely misalignment of the patient on the platform while compressions were being performed. The observed ua 12 codes occurred as a result of the lifeband belt clip not being detected in the platform spool shaft; this was likely due to incorrect or incomplete installation of the lifeband. Based on the investigation, the parts identified for replacement were the front enclosure and the battery lock pin. In summary, the reported complaint was confirmed based on review of the archive; there were multiple user advisory 7 (discrepancy between load 1 and load 2 too large), user advisory 2 (compression tracking error) and user advisory 12 (lifeband not present) codes on the reported event date. There were no issues observed with the platform during evaluation that may have caused or contributed to the reported codes. The cause of the ua 2 and ua 7 codes was likely misalignment of the patient on the platform while compressions were being performed. The observed ua 12 codes occurred as a result of the lifeband belt clip not being detected in the platform spool shaft; this was likely due to incorrect or incomplete installation of the lifeband. Following service, including replacement of the front enclosure and battery lock pin, the device passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll 04/02/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.